Event description:
It was reported that during a sigmoid resection, the surgeon tried to cut and staple using the blue reload, but the anastomosis was not complete. The staples did not have the "b" formation. Second device was used to complete the case with no consequence to the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. The analysis results found that the device was received in good visual condition and with a reload present. The reload was returned fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.